Manufacturer narrative:
The customer reported that the keypad is being replaced as certain keys do not work was confirmed. Physical inspection noted the device be in good condition. During internal inspection, the keypad was found with signs of fluid ingress where the flex cable meets the circuit layer. The keypad failed the maintenance keypad test due to various soft keys not functioning as intended. The ac indicator light illuminated on after plugging in the power cord and the system on key powered on the device and was functioning as intended. The keypad was observed to have passed the dmm continuity test of the system on button. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module (B)(4) service history record showed the device had a manufacture date of 10/31/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/22/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the keypad is being replaced as certain key does not work. There was no patient involvement.